Manufacturer narrative:
The subject device was returned to olympus (B)(4) but has not been returned to omsc. Olympus (B)(4) checked the subject device for evaluation. It was confirmed that an air/water/instrument channel connector of the subject device for connecting the connecting tube was broken. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed during the incoming inspection for repair at olympus (B)(4), that it was found an air/water/instrument channel connector of the subject device for connecting the connecting tube had failure. The occurrence date of the event is unknown. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of olympus china and the former similar cases, omsc considered there was the possibility this phenomenon was attributed to impossible connecting of connecting tube of the subject device due to loosing and disassembling connector. The cause of loosing connector might have occurred due to the accumulated stress of loosening caused by the user handling. Or the user might have hit some hard objects to the connector of the subject device. If additional information becomes available, this report will be supplemented.